Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests,customer received reading of 460,480 and 134 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.